Event description:
This complaint was forwarded to merz aesthetics, inc. By (B)(4). (B)(6) reported that a pt was injected with radiesse on (B)(6) 2011 into cheeks, oral commissars, and mental line; 0.9 volume per face side. A 0.3 ml of 2% lidocaine was added to media. On (B)(6) 2011, the pt reported a lump and a day later swelling in the mid-point naso-oral fold. The pt was seen by a physician who suspected tooth infection, antibiotic was prescribed by (B)(6); name, dose, route, frequency and duration were not provided. Pt's discomfort was classified as moderate due to pain and swelling on side of face. The event is not considered permanent and is resolving. Additional info was received from (B)(6) stating that the pt's daughter has called and reported that "they don't think it is related to the injection." An update on pt's recovery status was requested and was not received.

Manufacturer narrative:
The device history records for lot 1025402 were reviewed, all required testing specifications were met prior to release, there were no abnormalities noted.